Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused dextrose 10% during patient therapy in the medical critical care stepdown unit (mccsu). A hypoglycemic patient was ordered a dextrose bolus and infusion started on the pump. When the nurse checked after the pump indicated infusion complete the dextrose bag was still full. The pump was changed out and infusion completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.